Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead exhibited higher than expected thresholds and a decrease in sensing. The lead was suspected to have dislodged and intervention then performed to reposition the lead tip. During the revision, the physician was unable to fully advance the stylet and elected to surgically abandon the lead. Another lead was implanted in absence of any adverse patient effects.